Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had seen a manufacturer representative once previously because their device had gotten messed up. The ins got ¿unprogrammed or something¿. The manufacturer representative was able to reprogram the device which resolved the issues. There were no patient symptoms reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.